Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief, damaging wires in the cable, and connector j702 on the distribution node pca was broken. Additionally, the interconnect cable was pulled out of the strain relief, damaging wires in the cable. Finally, connector j703 on the distribution node pca was broken. The root cause for the damaged connectors could not be positively identified. The root cause for the strained cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete incoming functional testing.